Event description:
Target lesion was a dialysis shunt. No info about the target characteristics was provided. The pressure was applied to 10 atm (nominal pressure). At the moment the balloon of the slalom thrill was deflated, blood was observed in the indeflator. The physician confirmed the balloon had ruptured. The procedure was completed using other product. There was no adverse consequence to the pt.

Manufacturer narrative:
The product was not returned for analysis. Device history record review was conducted, and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.